Event description:
An expired piece of suturable duragen 3'x3" was implanted into a patient and was described as follows; a nurse had given the surgeon an expired piece of suturable duragen for a case and it was implanted. The patient's dura and skull had already been closed. The surgeon was informed that integra does not have documentation on expired product, as we do not support product past the expiration date. The surgeon did not remove the duragen due to the risk of infection. The patient was given a great deal of intravenous antibiotics and will be monitored closely. The product was purchased on 16 dec 2009. The expiration date was 28 feb 2010. Information received on 30 mar 2010, from the director of neuro services at the facility, indicated that the patient is doing "great and has shown no signs of any issues." Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident is not expected to be received for an evaluation. An investigation has been initiated based upon the reported information.